Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one dilator, along with a photograph of the sample. The dilator tip was observed to be damaged. Microscopic examination of the tip revealed an indentation. One side of the tip was pushed back with a whitened appearance characteristic of stress. The inside of the dilator had marks from contact with a guide wire. The ID and od of the tip could not be accurately measured due to the damage. The provided instructions recommends enlarging the puncture site with a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made. A review of manufacturing records did not yield any relevant findings. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the dilator tip split. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.